Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transeptal puncture and positioned the was in the la of the patient. Ice imaging showed that there was a thrombus present in the laa of the patient. Heparin was given, but the patient was not responding to it. Additional heparin was given, and transesophageal echocardiogram (tee) imaging was performed. The tee imaging showed that there was a thrombus present on the distal portion of the was. The physician removed all the devices from the patient and the procedure was ended. No closure device was implanted in the laa of the patient. There were no other patient complications that were reported to have occurred. The patient remained table throughout the entire procedure.